Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st and bard soft mesh on (B)(6) 2019 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st and bard soft mesh on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019 ¿ patient was diagnosed with multiple incisional hernia thereby underwent laparoscopic repair with implant of ventralight st mesh (device #1). Per operative notes, ¿adhesions were lysed. The midline had several swiss cheese fascial defects. The ventralight st mesh (device #1) was chosen for repair and sutured and tacked.¿ (B)(6) 2019 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with scar revision, removal of ventralight st mesh (device #1) and implant of bard soft mesh (device #2). Per operative notes, ¿the hernia sac was encountered and dissected. Mesh (device #1) was seen pulled away from one side, on the left side. The mesh (device #1) was dissected circumferentially and dissected. The adhesions with scar tissue to the abdomen were taken down and sutured. A bard soft mesh (device #2) was placed over the defect and secured with sutures.¿